Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated her husband found her unconscious and convulsing on the kitchen floor from low glucose values. He treated her with a large amount of juice. The patient indicated they self-medicated themselves and did not have to go to the hospital. At the time of contact, the patient was doing good; however, they stated they were apprehensive about using the dexcom system. It is unclear if the event was related to the use of the dexcom system. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.